Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, it was unable to prime unit during the prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. It also had a cracked case at display window corners and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. Blood glucose value was 260 mg/d. The device was not exposed to a high magnetic field. The customer was able to rewind. The customer stated that the alarms had been occurring for a month and had become more frequent. The device was returned for analysis.